Event description:
This case was reported by a physician's assistant and described the occurrence of acute angio edema in a (B)(6) female pt who rec'd triple salt dental adhesive cream (super poligrip original denture adhesive cream) for denture adhesion. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced acute angio edema, gum swelling, lip swelling, throat swelling and difficulty breathing. The rptr said that the pt may have had an allergic reaction to triple salt dental adhesive cream. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). While the lot number for this product is available, it is unk whether the product will be returned for quality assurance testing. (B)(4).